Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4) implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: 2010, product type: extension. Product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 240620002, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that the patient was getting their implantable neurostimulator (ins) replaced on (B)(6) 2015-(B)(6) jun-18 because they weren¿t ge tting their stimulation divided equally. The patient had met with a manufacturer representative in the past for a stimulation adjustment. The patient¿s recharger was also not charging. The connector pin had fallen out of the recharger. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received reported that the patient had noticed positional changes in the intensity of their stimulation prior to (B)(6) 2015. The patient met with a manufacturer representative on (B)(6) 2015 and they were reprogrammed to cover all of their pain areas and their pain relief dramatically improved. The unequal stimulation issues were corrected via programming. The patient had talked with their doctor and was deciding to upgrade their implantable neurostimulator (ins) to one that had positional sensing capabilities. This upgrade was being planned for some time in august. The patient was getting such good results from their thoracic stimulator that they were going to get a cervical stimulator trial at the time of the ins upgrade.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.